Manufacturer narrative:
Concomitant medical products: 6947, lead, implanted: (B)(6) 2010; 5568, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. Output was decreased and the patient no longer experienced the stimulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.